Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department with a report of a s321 malfunction alarm code. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with a s321 malfunction alarm during the delivery accuracy test. A review of the device history indicated s321 malfunction alarm with a malfunction code: qep count high. The probable cause of the s321 malfunction alarm code was a broken motor encoder. This report represents all the information known by the reporter upon query by hospira personnel.